Manufacturer narrative:
(B) (4).

Event description:
The pt started to feel a shocking and jolting sensation a couple of weeks ago. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.